Event description:
The physician was attempting to use a powercross balloon to treat a lesion in the anterior radial artery with 70% stenosis. The lesion exhibited moderate calcification and tortuosity. No device abnormity was noticed during inspection prior to use. The IFU was followed during preparation, procedure and post procedure, which included flushing the device during prep. No resistance was felt during prep or advancement of the delivery catheter. The balloon was inflated using an inflation device. The lesion was pre-dilated once with a 5mm x100mm balloon catheter at 8atm. During the procedure, the physician attempted to dilate the lesion for 3 minutes at 8 atm. During the three minutes the balloon catheter deflated gradually. Physician tried several times and the same situation happened again. There was no friction between the guidewire and the guide catheter. The device was removed from patient. It was replaced by another device of the same model and stenting was used to complete the procedure. No patient injury or intervention was reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.